Event description:
Caller reported a malfunction on pump, displaying malfunction code malf 0. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from cts in resetting the pump and was informed to continue its use, with instructions to call back if any malfunction code recurs. Caller acknowledged and understood these instructions.